Event description:
It was reported that during a transcatheter heart valve procedure a right femoral artery cutdown was performed. The delivery catheter system (dcs) was attempted to be inserted however was unable to advance the device past the right common iliac artery. The right femoral artery was dilated with a 16 and 20 fr dilator however the dcs was still unable to be advanced. An attempt to advance a 22 fr non-medtronic sheath through the right femoral artery was attempted however was unsuccessful. The procedure was aborted. Upon removal of the dcs, a weak peripheral pulse was observed. Surgical reconstruction of the right common iliac artery was performed successfully. It was believed that sheath insertions and the dcs contributed to calcific embolization into the peripheral femoral vessels.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34 (lot: 0012103493); product type: 0195-heart valves. Product ID: evolutfx-34 (serial: j287614); product type: 0195-heart valves.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.